Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine revision procedure, the right ventricular (rv) lead was stuck in the header. While attempting to remove the rv lead from the header, the lead became damaged. As a result, the rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.